Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the activity log does not show any evidence of the reported malfunction. It is important to mention the batteries used at the time of the reported malfunction were not returned to zoll for evaluation. The customer received a replacement device. No trend is associated with reports of this type.